Manufacturer narrative:
This report is submitted on january 19, 2018. (B)(4).

Event description:
Per the clinic, the patient experienced a loss of ossointegration. It is unknown if there are plans to re-implant the patient with a new device as of the date of this report.